Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issues. Stryker received the device for evaluation without the lid or battery. Stryker replaced the device's lid and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device failed to analyze a patient's heart rhythm and then unexpectedly powered off. There were no reports of any adverse effects to the patient as a result of the reported issue.